Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Info received indicates a pt was implanted with elevate posterior on (B)(6) 2009. The physician reported "palpated firm entity in left apex. Painful to the touch for the pt, pain is not persistent, feels hard to the touch when palpating." Scheduled surgery on (B)(6) 2010. The pt will be treated for recurrent prolapse. No further info provided.